Event description:
The ge oec 9800 fluoroscopy system image quality issues. Some images disrupted on monitor. System removed from use for service.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective high voltage cable that was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.